Event description:
The customer reported that following a diagnostic catheterization procedure on 4/29/1999, the technician was unable to advance the vasoseal vhd collagen plug out of its cartridge. As she tried to retract the wings of the sheath, a sheath hub separation occurred. The sheath and collagen plug were safely removed from the patient's groin, and the manual compression was applied to achieve hemostasis. Hemostasis was achieved and no further complications were reported.